Event description:
Philips received a complaint on a suresigns vs4 nbp, spo2 device indicating that during routine testing, the device failed the alarm test. There was a speaker malfunction. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and troubleshooting. The results of the analysis confirmed a speaker malfunction error was displayed and there was no audible sound from the device. Another speaker from a working device was tried and the speaker malfunction error persisted. A review of the service history for this device shows the problem had not been reported again for this device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty mainboard. The issue was resolved by replacing the speaker and the mainboard. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.